Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient contacted their healthcare practitioner and was diagnosed with a skin irritation. The site was itching. For treatment, the patient was prescribed hydrocortisone ointment. The pod was worn on the arm for longer than 48 hours and was then discarded.